Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, a decrease in battery voltage was noted on the device. Technical support was contacted, premature battery depletion was suspected. A device exchange is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.